Event description:
The user facility reported that the device disassembled during testing prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
This report was submitted in error. It is a duplicate of MFR report # 0001811755-2020-00350.

Event description:
The user facility reported that the device disassembled during testing prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.